Manufacturer narrative:
The reported event has been determined to be an post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.

Event description:
Mobility and pain was reported. Primary stability and osseointegration was not achieved. Bone quality at the time of implant failure was type iii. Time of loss in relation to the implantation was before prosthetic restoration. It was reported poor oral hygiene. Patient is a smoker. Inadequate bone quality.